Manufacturer narrative:
Device evaluation: clear breach in jacket seen along working length. Under microscope, jacket appears shredded from laser. Damage is approximately 6 inches distal to the controller. Sections of kinking seen adjacent to the breach in the jacket. Multiple sections of broken fibers present. Approximately half the fibers are dead in the tip. Device does not leak water; therefore, inner lumen is intact.

Event description:
In a peripheral intervention procedure in the left superficial femoral, popliteal and peroneal arteries, a turbo power device was in use. The scrub tech in the case stated that upon lasing on the way out, they noticed light coming from the catheter and heard a cracking noise from the proximal part of the catheter. The procedure was then successfully completed with another device. Patient survived procedure. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.